Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), some difficulty was noticed when advancing the 26mm commander delivery system through the esheath. During valve alignment, ¿it slipped a bit.¿ the valve was able to be aligned and at the time of deployment, the balloon did not inflate. The whole system was withdrawn with some difficulty. It is not known if the damage to the balloon occurred during insertion or during prepping. The patient is stable in itu.

Manufacturer narrative:
Tvt thv registry. The commander delivery system was returned to edwards lifesciences for evaluation with a crimped valve inserted through the loader and esheath. The returned commander delivery system was visually inspected for any abnormalities. A balloon tear/separation was observed at the crimp balloon proximal to the inflation balloon to crimp balloon bond (I/c bond) area. The crimp balloon was completely separated from the inflation balloon proximal to the I/c bond. The I/c bond was still intact. There was gouging on the flex tip surface and compression was observed at the base of the flex tip (flex tip to flex shaft junction). No other visual abnormalities observed. Crimp balloon double wall thickness measurements were taken to ensure that the wall thickness of the material was within specification as a thin wall could contribute to the observed separation. The recorded dimensional measurements met specification. The delivery system flex tip represents the largest delivery system component that is passed through the esheath. To investigate if the flex tip potentially contributed to the reported valve alignment difficulty and/or withdrawal difficulty through the sheath, the flex tip outer diameter (od) was inspected. The measurements met specification. No relevant functional testing related to the reported event was able to be performed due to the condition of the returned device (crimp balloon material separation proximal to I/c bond). A DHR review was performed for the components that are the most relevant to this complaint event. These work orders did not reveal any manufacturing related issues that could have contributed to this reported event. A lot history review for the related work order was performed and did not reveal any other similar complaints related to balloon torn, delivery system - withdrawal difficulty, and/or delivery system - valve alignment difficulty. No IFU/training deficiencies were identified. A review of complaint history for the edwards commander delivery systems (models: 9610tf20/23/26/29, 9600lds20/23/26/29/cl/clus) from (B)(6) 2015 to (B)(6) 2016 revealed other returned complaints for the following failure mode: "balloon torn". A review of the complaint history revealed that the occurrence rate for the commander delivery system did not exceed the (B)(6) 2016 control limits for the trend category of "damaged". A review of complaint history for the edwards commander delivery system v2.1 from (B)(6) 2015 to (B)(6) 2016 revealed other returned complaints for the "delivery system withdrawal difficulty". A review of the complaint history revealed that the occurrence rate did not exceed the (B)(6) 2016 control limits for the trend category of "withdrawal difficulty" for the commander delivery system. A review of complaint history for the edwards commander delivery system v2.1 from (B)(6) 2015 to (B)(6) 2016 revealed other returned complaints for the "delivery system - valve alignment difficulty." A review of the complaint history revealed that the occurrence rate did not exceed the (B)(6) 2016 control limits for the trend category of "valve alignment difficulties" for the commander delivery system. During manufacturing, the commander delivery system components and assembled delivery system undergo multiple 100% inspections. Both manufacturing and quality 100% inspect the fully assembled commander delivery systems. All units evaluated for this work order passed testing. These inspections during the manufacturing process and testing performed during the product verification process support that it is unlikely that a manufacturing non-conformance contributed to the reported complaints for the "balloon torn", "delivery system - valve alignment difficulty", and "delivery system - withdrawal difficulty." The complaints for the "balloon torn" was confirmed based upon the visual inspection of the returned device (torn crimp balloon). Due to the returned condition of the device, functional testing was unable to be performed. The dimensional inspection of the crimp balloon revealed that the wall thickness was within specification. The bond in this location remained intact and no manufacturing non- conformities were able to be identified during the engineering evaluation of the returned device (review of complaint history, lot history, DHR and manufacturing mitigations). The complaints for "delivery system - difficulty with valve alignment" and "delivery system - withdrawal difficulty" were unable to be confirmed due to the condition of the returned device (balloon torn and separation). The dimensional inspection of the flex tip was within specification and no manufacturing non- conformities were able to be identified during the engineering evaluation of the returned device (review of complaint history, lot history, DHR and manufacturing mitigations). Although information was not provided on the location and condition of the valve alignment, it is known that performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip and "dive" into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. The damage noted on the flex tip may provide evidence of this occurrence. If the thv is unseated during alignment it can result in higher than usual valve alignment forces, and can potentially contribute to the tear between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval. Engineering studies relating to balloon tears were performed to confirm these conditions and engineering was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. While a definitive root cause was unable to be determined, available information supports that patient and/or procedural factors contributed to the reported event. Per the complaint file, the patient had mild access vessel tortuosity and mild access vessel calcification. It is possible that this may have contributed to the reported event and resulted in increased force and handling/manipulation of the device, which subsequently led to the flex tip gouging under compression (as evidenced by the gouge marks and compression at the base of the flex tip) and the eventual separation of the crimp balloon to inflation balloon. As a result, delivery system withdrawal difficulty can occur as the device is no longer intact and can catch onto the sheath tip during withdrawal. Other factors that can contribute to the withdrawal difficulty include balloon shape such as an enlarged balloon profile (due to the balloon tear and separation), potentially increasing the withdrawal force. Alternatively, non-coaxial retrieval angles, and patient tortuosity/calcification can also contribute to withdrawal difficulty. Regarding "balloon-torn", no manufacturing non-conformances were identified in the product evaluation. As a result, no preventative or corrective actions are required. A product risk assessment (pra) was initiated for further assessment of the issue per management discretion. Regarding "delivery system - valve alignment difficulty" and "delivery system - withdrawal difficulty", since no manufacturing non-conformances and labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. Since no product non-conformances were confirmed and the occurrence rate does not exceed the complaint control limits, no product risk assessment (pra) escalation is required. The complaint for balloon torn was confirmed, but no manufacturing issues were identified in the returned product during engineering evaluation. No labeling or IFU inadequacies have been identified. Available information suggest that procedural factors may have contributed to the event. Review of complaint history revealed that the occurrence rate did not exceed the (B)(6) 2016 control limits for this trend category. However, at management discretion, a pra was previously initiated for risk assessment and for consideration for further escalation. The complaints for delivery system - valve alignment difficulty and delivery system - withdrawal difficulty were unable to be confirmed. No manufacturing issues were identified in the returned product during engineering evaluation. Available information suggests that procedural factors may have contributed to the events. No labeling or IFU inadequacies have been identified. Review of complaint history revealed that the occurrence rate did not exceed the (B)(6) 2016 control limits for these trend categories. Therefore, no corrective or preventative action is required at this time. No root cause has been determined at this time.

Event description:
As reported by our affiliates in (B)(6), some difficulty was noticed when advancing the 26mm commander delivery system through the esheath. During valve alignment, "it slipped a bit". The valve was able to be aligned and at the time of deployment, the balloon did not inflate. The whole system was withdrawn with some difficulty. It is not known if the damage to the balloon occurred during insertion or during prepping. The patient is stable in itu. The aorta degree of tortuosity was mild. The patient's minimum luminal diameter (mld) was 24mm with mild tortuosity and mild calcification.